Manufacturer narrative:
D10. Concomitant products: 173052, 173052 endo uni 12 with (lot p5d1121) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic bariatric bypass surgery, a small plastic tip from the loading unit of the first device was found to be missing at the end of the procedure when the device was being used to close incisions. The missing tip was located in the cavity and removed. A second device, which appeared slightly misaligned, was unpacked and used without problems. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d4, d9, g3, h2, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was evidence of weld on the device and the distal end of the shaft was broken and unable to be loaded. It was reported that during a laparoscopic bariatric bypass surgery, a small plastic tip from the loading unit of the first device was found to be missing at the end of the procedure when the device was being used to close incisions. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur as a result of excessive manipulation of the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.